Event description:
It was reported that during an arthroscopic surgery when inserting the anchor, the device would not seat. Part of the threads and a small peek tip remained inside the bone. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.